Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found inside a bd plastipak¿ 50 ml concentric luer lock syringe when preparing the injection before use. No injury or medical intervention.

Manufacturer narrative:
Correction: MDR 3003152976-2017-00124 was submitted in error. It is a duplicate of a previously submitted complaint, MFR. Report # 3003152976-2017-00080 / patient identifier (B)(6).